Event description:
The end user was shocked when she unplugged the charging unit. No injuries were sustained.

Manufacturer narrative:
Device has not been returned for investigation. Dealer has been contacted for return, and device is expected to be returned in the next 2 weeks.